Manufacturer narrative:
(B)(6). The pump was not returned for evaluation. The event history log was provided and the reported issue was able to be confirmed.

Event description:
Information was received indicating that a smiths medical medfusion pump ran on ac with 99.4% battery charge, then less than 10 minutes later, the unit alarmed depleted battery and base not responding error messages. There was no reported adverse event.